Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seals failed to unravel properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report # 2242352-2013-0455 and 2242352-2013-01314 for related reports.

Manufacturer narrative:
Upon receipt of the device, visual inspection showed no signs of clinical usage or evidence of blood. The device was received with the delivery device returned outside of the loading device. The based upon the absence of blood in the delivery tube, it appears that it was not inserted into the aorta. The tension spring assembly, seal, and anchor tabs were located inside the body of the loading device. The green slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the evaluation results, the reported complaint of "failed to unravel properly: could not be confirmed. A lot history record review was completed for the reported product lot numbers. There was no nonconformance recorded in the lot history. (B)(4).